Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as dispositioned iol (off axis) misaligned axis. The iol was explanted and exchanged with an unspecified atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information was received by stating, the patient had a repeat refraction prior to proceeding with the iol exchange. An unexpected cylinder was noted. There was no further impact to the patient. The iol was explanted and exchanged with an company lens in the secondary implant procedure.